Event description:
It was reported a case output connector is chipped. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lower case is broken by the atrial output connector. No outputs; the main printed circuit board and liquid crystal display are corroded. Upper case, lead flex cover, ring cover, and battery drawer are broken. One bail cover is broken and one bail cover is missing. Both bails and ring are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) the lower case is broken by the atrial output connector. No outputs; the main printed circuit board and liquid crystal display are corroded. Upper case, lead flex cover, ring cover, and battery drawer are broken. One bail cover is broken and one bail cover is missing. Both bails and ring are missing.